Manufacturer narrative:
Erroneous differential occurred on a specific sample run in automatic mode. Controls were run before and after the incident and recovered within assay limits. Service was not dispatched for this event. Raw data which was provided for only the lh750 was analyzed and revealed that the eo cells are heavily merged with ne cells and the algorithm detected this abnormality but was not able to gate the eo from ne population and imm ne1 and imm ne2 messages were generated. The root cause for lh750 hematology analyzer is based on raw data. Per product labeling, instrument generated messages alerts the operator to further review the results. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events. This medical device report (MDR) represents event 1 of 2 reported by this customer. This MDR is related to the following MDR: 1061932-2011-01640.

Event description:
The customer reported erroneous (false) high neutrophil (ne) % and low eosinophil (eo)% test results were obtained with instrument generated messages on initial results for a pt sample while using the coulter lh 750 hematology analyzer. The same sample was also run on the coulter lh 500 hematology analyzer instrument with similar erroneous results, but without instruments generated differential flags. Erroneous test results were not reported out of the laboratory. There was no death or injury, or change to pt treatment associated with this event. This event represents event 1 of 2 events reported by this customer.